Event description:
I have a couple of the balseals on the attune inserts that I had to remove. Yesterday one came off during the trail reduction. The ones I took off are actually squashed and broken on the one side. I removed from the bigger rp sizes and put them on the 4 and 5 inserts to carry on with my cases today.

Manufacturer narrative:
Examination of the returned device confirms the reported event of damaged and or missing balseals. A complaint database search on the provided product code family identified similar complaints. This type of damage to the balseals is consistent with using a device in a prying motion to disassemble the mating instruments after trialing. Although a definitive root cause is unknown, the root cause is suspected misuse. Based on suspected misuse as the root cause, corrective action is not needed. Continue to monitor via sep-419. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
It has been determined that this issue was reported as MDR-yes in error. Accordingly, we are rejecting this report.

Manufacturer narrative:
The device associated with this report was not returned. Follow up communication for product return was unsuccessful. A complaint database search on the provided product code family identified similar complaints. Previous similar investigations found damage to the balseals is consistent with using a device in a prying motion to disassemble the mating instruments after trialing. The investigation could not verify or identify any product contribution to the reported event with the information provided as the reported device was not returned for evaluation. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.